Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a coronary angiography, the physician observed that the proximal coil of this right ventricular (rv) lead was elongated. Boston scientific technical services reviewed the lead diagnostics and confirmed that all measurements were stable. One episode of rhythm acceleration was observed. Anti-tachycardia pacing accelerated a ventricular tachycardia rhythm into ventricular fibrillation which was then successfully converted with a shock. Shock impedances were noted to be normal for this episode. The physician elected to perform a commanded shock prior to the discharge of the patient. This shock was also successful. This rv lead remains in service. No additional adverse patient effects were reported.